Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly of the second podj used in the procedure. The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly and had offset coil windings throughout its length. Conclusion: evaluation of the returned devices revealed both non-penumbra microcatheters had severe ovalizations. The ovalizations observed on the non-penumbra microcatheters likely contributed to the resistance experienced when advancing the ruby coils and podjs. Further evaluation revealed the embolization coils of all ruby coils and podjs had multiple offset coil windings. This type of damage typically occurs due to repeated forceful advancement of a coil against resistance. Repeatedly attempting to advance the coils through the ovalized microcatheters likely contributed to the offset coil windings. Further evaluation revealed the pusher assemblies of two of the ruby coils (lot # f70272 and f72324) evaluated were fractured, and the embolization coils were detached. This damage may have occurred due to forceful advancement of the coils against resistance. Fracture of the pusher assembly may allow the pull wire to retract out of the distal detachment tip (ddt), which would allow the embolization coil to detach. Further evaluation revealed the pusher assemblies of all ruby coils and podjs were kinked in multiple locations, and the pusher assemblies of the third and fourth ruby coils evaluated were fractured. This damage may have occurred due to forceful advancement of the coils against resistance. Some of the damage observed on the pusher assemblies may have been due to return packaging conditions. Evaluation of the first podj (lot # f71380) revealed the introducer sheath was ovalized. This damage was likely incidental, and likely occurred after successful withdrawal and removal of the podj. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-00046, 3005168196-2017-00047, 3005168196-2017-00048, 3005168196-2017-00049, 3005168196-2017-00050, 3005168196-2017-00052.

Event description:
The patient was undergoing a coil embolization procedure in a celiac artery aneurysm using ruby coils and pod packing coils (podj). During the procedure, the physician felt resistance and the ruby coil (B)(4) unintentionally detached within the non-penumbra microcatheter; therefore, the physician flushed the ruby coil into the aneurysm. The physician then attempted to advance a second ruby coil (B)(4), however again felt resistance; therefore, this ruby coil was removed. The physician then attempted to place a podj, however, the podj took no shape within the aneurysm and remained near the neck of the aneurysm, and was therefore removed, though the physician experienced resistance while retracting. Upon removal, the physician noticed that the podj was damaged and looked "wavy." The physician then attempted to advance another ruby coil (B)(4), however, felt resistance and therefore removed the ruby coil. At this point, the physician removed the non-penumbra microcatheter and inserted a new non-penumbra microcatheter, then attempted to advance another ruby coil (B)(4), however, the physician again experienced resistance and, therefore, removed the ruby coil. The physician then successfully placed a pod coil. The physician attempted to place another ruby coil (B)(4) and then another podj, however, the physician felt resistance again and, therefore, removed both of the coils. The physician then continued the procedure treating additional aneurysms using the same non-penumbra microcatheter and non-penumbra coils. There was no report of an adverse effect to the patient.